Manufacturer narrative:
H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during a meniscal repair, after 1st firing of an omnispan meniscal repair system/27 degree, two plates were deployed. The needle was received without both implants and evaluated visually. Visual observations revealed that the silicone sleeve jacket is displaced from its original position; also, it was identified a crack and blood debris inside. There were no signs of damage into the needle tip. The suture appeared to be previously deployed and both implants were released. Therefore, this complaint can be confirmed. Since the implants were not received and the omnispan gun was not returned, to test its functionality is not possible to determine what caused the reported event. The possible root cause for the needle deployed at the same time can be related when main pusher rod is bent upwards; the failure mode is due to the interference of the bent pusher rod with the 2nd implant during deployment. In the case of the sleeve damaged, it can be attribute when main pusher rod to be bent at the distal tip. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [4l95791] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [4l95791] number, and no non-conformances were identified

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. A manufacturing record evaluation was performed for the finished device [4l95791] number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by affiliate via phone that during a meniscal repair, after 1st firing of an omnispan meniscal repair system/27 degree, two plates were deployed. Another device was used to complete the surgery. No surgical delay or patient consequences reported. No additional information could be provided.